Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: di: (B)(4). D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: requested, unknown e3: occupation: risk manager h4: device manufacture date: unknown due to unknown lot number. Since the actual device was not returned, investigation of it could not be performed. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past three years, we have not received any similar complaints of the involved products caused by the manufacturing process. Since the lot number was unknown, the manufacturing record and shipping inspection record of the actual device could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Instructions for use (IFU): "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Please refer to section h10 for the importer's report on the reported event.

Event description:
Terumo medical received an FDA medwatch report # mw5168982. The event description states "procedure on patient involved endoscopic ultrasound (eus) procedure. Needle was placed in cavity around esophagus peri esophagus area. A wire was placed through the eus needle, in manipulation during the procedure part of the wire sheared off. Physician noticed the wire on x ray. Wire was removed and investigated. Part of wire was missing to the naked eye. It will be a foreign body." No death occurred. There was no suspected patient infection. The device culture test was not positive. There were no error messages that were observed as a result of the issue. The procedure and/or anesthesia or sedation were not extended. The procedure was not cancelled or postponed. The event occurred in the middle of the procedure. The procedure was not completed with another device. The procedure performed was therapeutic. The intended procedure was a eus cyst gastrostomy. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. The event did not require medical intervention.